Manufacturer narrative:
(B)(4). Evaluation summary: the sample was evaluated upon return. The visual inspection confirmed the reported condition, as a small particle of eva material was found within the bag. The cause was determined to have been a result of the manufacturing process. Manufacturing controls are in place to reduce the likelihood of recurrence. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to contain fibrous particles within the bag. Where in the process the particles were discovered is unknown; however, the report documents no patient involvement or adverse events. No additional information is available.